Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five months later, the patient presented with severe abdominal pain. A computed tomography abdomen pelvis with contrast was performed, an inferior vena cava filter was present with the filter at or above both renal vein bifurcations. The filter may have migrated or malpositioned since it was at or above the level of renal veins. On the same date, an abdomen 1 view was done. An inferior vena cava filter was noted opposite if t12-l1. After four years and eight months later, a venogram was done which demonstrated a tilted inferior vena cava filter. Therefore, the investigation is confirmed for the alleged filter tilt. A definitive root cause for the reported filter tilt could not be determined based upon the provided information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately 5 years post filter deployment, it was alleged that the filter tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.